Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the air in line assembly was defective. There was no information on patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report regarding an air in line loose circuit board could not be confirmed; the suspect or concomitant devices were not returned for investigation. No suspect and concomitant devices were returned for this investigation; therefore, an inspection could not be performed. The facility did not provide the logs of the devices for investigation. Alaris system user manual v12.1 states: if an instrument has been dropped or severely jarred, remove it from use immediately. It should be thoroughly tested and inspected by qualified biomed personnel to ensure proper functioning prior to reuse. Look for any visible external damage, such as a cracked or broken door or latch, and sear, during each cleaning open the door of each pump module and inspect the platen, hinges, and membrane frame for cracks or other damage. Do not use the device if damage is found and remove it from service to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Failure to perform these inspections can result in improper instrument operation. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the air in line loose circuit board could not be determined due to the suspect or concomitant devices not being returned for further investigation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the air in line assembly was defective. There was no information on patient involvement.